Event description:
Lpn walking down hall doing rounds and noticed resident was not in bed. Lpn entered room and found resident sitting on floor with head wedged between side rail and bed (mattress and frame). Resident was without pulse or respirations. Md notified and pronounced residents death.